Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Unit passed self test. No unexpected audio/vibrate anomalies noted. No damage on the isolation tape noted. Pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a constant beeping and a keypad anomaly. The customer¿s blood glucose was 4.0 mmol/l at the time of incident. Customer stated that the insulin pump was continuously beeping and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a blank display and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.